Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition of device.

Event description:
Patient reported "chest pain", "implant is bent and flipped" and "concern". This record is for the right side. The device remains implanted.